Event description:
Customer stated that the capsule failed to attach to the pt's esophageal wall. The customer stated that when pressing down on the plunger and then when removing it from inside the customer, the capsule was still attached to the delivery system.

Manufacturer narrative:
No pt injury has occurred following this incident.